Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. The customer did not use the test strips, so no adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.